Event description:
It was reported that the customer passed away. The cause of death was not known, but the customer was wearing the insulin when he was found decreased on the couch. The insulin pump was uploaded, and a prime of 25 units was found in the history on the date of the customer's death. The insulin pump was turned over to the authorities for independent testing, and an investigation is pending. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.